Event description:
It was reported that, "while implanting a 10mm avs anchor c implant, the threaded tip of the 10mm guide/inserter broke off in the implant. The threaded tip broke off flush with the anterior face of the implant. The surgeon left the implant (with the broken tip inside of it) in the patient and completed the procedure by placing the screws with a "free hand" technique.

Manufacturer narrative:
Additional information has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.